Event description:
It was reported that when using the bd pyxis¿ es server had 2 patients not shown in correct device. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, a technical support specialist confirmed that the issue had been resolved. The customer was able to transfer the patient to the correct room. The system functioned as intended after the technical support specialist investigated the device.